Manufacturer narrative:
This is the first of two reports for the same patient involving two lot numbers of the same product. It is unknown which contributed to the event. Refer to (B)(4) for the reported lot number 31363213. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3.;h.6.: five lenses in sealed blisters were received. All five of the samples were visually inspected. Two of the samples received were tested further. Testing was performed in accordance with alcon operating procedures. Sample 1, received sealed, was found to meet manufacturing specification for package integrity, ph, and osmolality, surface and edge criteria, power, as well as, base curve and diameter, however, sample was found with engraving ciba x663 and the engraving was not consistent with the reported lot. Sample 2, received sealed, was found to meet manufacturing specification for package integrity, ph, and osmolality, surface and edge criteria, power, as well as, base curve and diameter, however, sample was found with engraving ciba x663 and the engraving was not consistent with the reported lot. The dry lens fa # 10405220 was assigned to lot 31364425 and confirmed met the molding process specifications (includes base curve, diameter and power). Base on DHR review, the lot 31364425 has tool code ciba x663 that is consistent with the return sample. The lot 31364425 has the original power target rx -5.75 d. However, along with the qc poqi sample inspection result the power was upgraded to be rx -5.50 d. Refer to the qc poqi and qc final poqi result, the average power measurements at poqi were rx -5.73 d and at final poqi were rx -5.67 d based on this investigation result, the samples that having tool code x663 are consistent with the tool code documented in the manufacturing DHR and the power measurement result from the verified samples are within the specification and consistent with the power target (upgraded) as documented in the manufacturing DHR. The root cause could not be determined. D.4.: this is the first of two reports for the same patient involving two lot numbers of the same product. It is unknown which contributed to the event. Refer to 2019-62657-01 for the reported lot number 31363213. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Initial reporter phone number (B)(6). The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. The manufacturing investigation through device history record review of lot 31364425 has been conducted. This lot has gone through all manufacturing process stages as required by the procedures (lotrafilcon b sops). There was no nonconformity related to the nature of complaint occurred during the manufacturing process. All in-process inspection records and final product inspection record confirmed to be within specifications. Based on the investigation, this lot has passed through all manufacturing process as required by the procedures. The lot was confirmed to meet all in-process and finished product specifications at the time of release. This complaint can be considered as an isolated case as there is no other similar complaint reported to this lot. No root cause can be determined. This is the first of two reports for the same patient involving two lot numbers of the same product. It is unknown which contributed to the event. Refer to 2019-62657-01 for the reported lot number 31363213. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported on (B)(6) 2019, that a consumer complained of eye pain, blurred vision and lacrimation. The consumer then went to see a doctor and was diagnosed with a corneal ulcer. Follow up information was received on (B)(6) 2019 stating that the doctor prescribed two type of eye drops, atropine and an unspecified antiphlogistic eye drop. The consumer used antiphlogistic eye drop for three weeks, three times per day. The consumer went back to the hospital for a check and was told the symptoms has resolved. Additional information has been requested but not yet received.